Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was a malfunction of the circuit board inside the video connector. Since the subject device has not been repaired for over 10 years, electronic components were broken by aged deterioration which was stress of repeated energization. Temporarily overcurrent conditions occurred by unplugging and plugging of the video connector section into the video system center multiple times while the video system center was powered on, or temporarily a situation of short circuited was occurred by connecting to the video system center while moisture adhered to the electrical contacts at the video connector. Static electricity was applied to the electrical contacts at the video connector system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A damaged charged coupled device unit (ccd) was discovered and caused the reported failure to occur. Additionally, the universal cord and video cable had scratching present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus endoeye flex deflectable videoscope was not displaying an image. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Event description:
Additional information was received from the initial reporter confirming that this event occurred during preparation for a laparoscopic colectomy procedure. According to the initial reporter, the intended procedure was completed without patient harm by using another olympus 10mm scope. Event date confirmed as (B)(6) 2022.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. Should further information be provided, another supplemental report will be submitted.